Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 to treat a cystocele and large recto-cystocele (a manchester repair ¿ anterior and posterior prolapsed repair) it is reported that the patient experienced complications, including utis, and has undergone additional treatments, including mesh removal procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced unspecified complications following the procedure. Additional information has been requested.